Event description:
The product was used during a laparoscopic nissen procedure. Reportedly, there was insufficient coagulation. The surgeon converted to a laparotomy to control the bleeding and repeatedly used the instrument until coagulation occurred. The surgeon used another instrument to insure the problem was resolved. The hosp has reported the pt's condition is satisfactory.